Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was unable to maintain a full charge for an extended amount of time. As a result, surgical intervention was undertaken as the next course of action. The ipg was explanted and replaced with a non-rechargeable device which resolved the issue.